Manufacturer narrative:
This patient was diagnosed for revision/removal of the prodisc c on (B)(6) 2020. Removal of the prodisc c device occured on (B)(6) 2020 due to continued pain. The patient was experiencing pain while looking up. The surgeon indicated this may be due to the implant being too tall for this patient despite the patient receiving a 5mm height implant. 5mm is the shortest implant offering for prodisc c. Information provided by the reporter as well as the manufacturer investigation did not find any issues with the device itself. The risk assessment for this device identifies the risks associated with an incorrect implant size. There is no trend in complaints for this type of issue. The device was not made available for retrieval and analysis by the facility where the removal case was performed.

Event description:
A patient required surgical intervention to remove a prodisc c implant due to continued pain. The patient was experiencing pain, specifically when looking up. This patient was implanted with the device on (B)(6) 2019. The surgeon indicated that the implanted prodisc c device was too tall despite being a 5mm (shortest) height implant.